Event description:
On (B)(6) 2018 I had my fourth joint surgery. This one was my right shoulder. I have now been diagnosed with connective tissue disease, and soft tissue rheumatism, along with several other auto immune diseases after being implanted with essure. This adverse event is not the first report I have filed due to problems from the medical device. But I wanted to document the new diagnosis and the surgery.